Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient (doi is unknown and the initial setting are unknown). It was reported that the surgeon noticed the over drainage when the patient¿s condition got worse. The a revision surgery was performed on (B)(6) 2017 with unknown valve (the revised valve¿s article number and the initial setting are unknown). It was also reported that the first explanted valve¿s implanted duration was about 2 weeks. The patient¿s condition is under monitoring. (B)(6). The sales force scheduled an interview the surgeon and will collect more detail. No further information is provided by the hospital.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the position of the cam when valve was received was at setting 7. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusion noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8802, with lot cvccnj, conformed to the specifications when released to stock on the 29th march 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.